Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Below additional products were also implanted during the procedure. Although it is unknown which of the devices contributed to the reported event, we are filing this MDR for notification purposes. Product ID , lot , 510k , upn , quantity ;3120513 , unk , k063100 , (B)(4) ,6 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent surgery on (B)(6) 2013. Post-op, patient was in chronic pain. Patient has reportedly pain in neck, thoracic and back which has progressed throughout the body. Patient is sensitive to nickel and the sensitivity is all time high. Patient also reported to have itching and has hives due to this allergy. Patient reported gastro issues, major inflammation all over patient's body, extreme fatigue, severe headaches, sensation of electricity that feels like it is burning & sharp pain, extreme fatigue, do not feel right and many other symptoms.